Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old female patient presenting post coronary artery bypass procedure with acute myocardial infarction and cardiogenic shock. The impella cp was selected for hemodynamic support and inserted without any reported issue. During the first night of support, the patient developed an access site bleed and went into hemorrhagic shock. The site was surgically repaired with a tobacco purse suture and controlled. On day 7 of support, however, bleeding resumed and surgical intervention was again performed to control the bleeding.